Event description:
During an embolization procedure for a ruptured (pica) posterior inferior cerebellar artery aneurysm, resistance was noticed with two different select lp-es microcatheters and a synchro guidewire. One of the microcatheters was positioned at the site, but during insertion, the orbit mini complex fill coil did not pass through the hub of the microcatheter. Upon withdrawal from the hub, the coil stretched. The microcatheter was removed from the pt and site, and the target site was lost. The microcatheter was prepped according to IFU and constant flush was maintained. After removing the microcatheter from the pt, no kinks or bends were noted on the microcatheter. The procedure was completed with another microcatheter and the embolization was completed. There was no pt injury reported with the event.

Manufacturer narrative:
The product was return for analysis, but the evaluation and testing has not been completed. Additional information will be submitted within 30 days of receipt. This is the first of three products involved with this product malfunction, which is associated with mfg reports #1058196-2007-00134, 1058196-2007-00135, 1058196-2007-00136.